Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 170 mg/dl; however, there was no patient involvement, as the issue occurred during setup of the pump and it had not yet been used on the customer at the time of the reported event. Reportedly, the customer had insulin pens as alternate insulin therapy.